Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-03205 and 1627487-2013-03207. The pt received 2 scs extensions with different lot numbers. It was reported x-rays identified the pt's scs extensions had pulled out of the scs ipg header. Subsequently, the scs extensions and scs ipg were replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.